Event description:
It was reported that the patient experienced a new area of pain in the right anterior thigh 1 month after implant. There was no decrease in pain and the patient was unable to feel stimulation in the right posterior thigh. By (B)(6) the patient reported that the stimulation was irritating the usual pain area. The physician ordered a CT scan. The patient was seen (B)(6) 2012 and it was reported that there was no spinal cord compression, but still no improvement in pain symptoms. Explant of the entire system was scheduled for (B)(6) 2012.

Manufacturer narrative:
Product ID 39565-65, lot# v817203034, implanted: 2012 (B)(6), explanted, product type: lead, product ID 37754, serial# (B)(4), product type: recharger, product ID 37744, serial# (B)(4), product type: programmer, patient product ID 355531, lot# n303393, implanted: 2012 (B)(6), explanted, product type: screening device. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found it was okay with insignificant anomalies. Analysis of the lead found connectors were not completely seated in ins connector port.

Event description:
Additional information received reported that stimulation devices were explanted because patient wanted full body magnetic resonance imaging (MRI) ability. Patient received pump.